Event description:
Customer reported a current low blood glucose (bg) level, yet the cause of the low bg was unknown. While it was noted that an emergency room visit occurred, no detailed information regarding the pump or visit was provided, as the customer was out of town. There was no additional information received on the outcome of the event, and the customer was advised to follow up regarding supplies or a system check.